Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended, and a date has been possibly scheduled for the end of the month. Therapy delivery is currently unaffected. It was noted the physician advised they may elect to replace the non-boston scientific lead at the same time they replace this device due to the patient is dependent and changes in performance with an increase in threshold, noise, and subtle change in impedance measurements. At this time, the device and non-boston scientific lead remain in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. It was noted the ventricular lead remains in-situ and connected to the new device. The explanted device has been sent back for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended, and a date has been possibly scheduled for the end of the month. Therapy delivery is currently unaffected. It was noted the physician advised they may elect to replace the non-boston scientific lead at the same time they replace this device due to the patient is dependent and changes in performance with an increase in threshold, noise, and subtle change in impedance measurements. At this time, the device and non-boston scientific lead remain in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. It was noted the ventricular lead remains in-situ and connected to the new device. The explanted device has been sent back for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has been returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended, and a date has been possibly scheduled for the end of the month. Therapy delivery is currently unaffected. It was noted the physician advised they may elect to replace the non-boston scientific lead at the same time they replace this device due to the patient is dependent and changes in performance with an increase in threshold, noise, and subtle change in impedance measurements. At this time, the device and non-boston scientific lead remain in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. It was noted the ventricular lead remains in-situ and connected to the new device. The explanted device has been sent back for analysis. Outside of the surgical procedure, no adverse patient effects were reported.